Manufacturer narrative:
Section a2, a3,a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not available, not provided section d6b: if explanted, give date: not applicable, as lens was remain implanted. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that after implanting a monofocal lens, the surgeon noticed a "small, thin y-shaped irregularity. The surgeon initially thought it was hair, but upon further examination, it was determined that it was something else. Despite attempts to remove the particle, it could not be removed, but the surgeon deemed it safe to leave it as it was small in size. There were no reported patient complications. No additional information was provided.